Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 801 mg/dl; cause was unknown. Customer attempted to self treat with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.